Event description:
It was reported that shaft break occurred. There was an 80% stenosed target lesion located in the middle left anterior descending artery and a 50% stenosed lesion in the proximal right coronary artery. A 3.5mm x 12mm quantum maverick balloon catheter was advanced for dilatation. However, it was found that the delivery shaft was fractured for about 40cm from the hub. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. There was an 80% stenosed target lesion located in the middle left anterior descending artery and a 50% stenosed lesion in the proximal right coronary artery. A 3.5mm x 12mm quantum maverick balloon catheter was advanced for dilatation. However, it was found that the delivery shaft was fractured for about 40cm from the hub. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. Device evaluated by MFR.: returned product consisted of a fg quantum maverick catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. The balloon was loosely folded. The shaft was broken 83.4cm from the hub and there were multiple kinks on the shaft. Microscopic examination revealed the tip was damaged and the exit notch was damaged. Inspection of the remainder of the device presented no other damage or irregularities.